Event description:
The user facility reported a 73-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Oozing was noted at the impella access site with the peel away sheath in place and the blue hub sutured to the patient¿s leg. The touhy-borst valve was not tight but the catheter was still at 100 cm which was appropriate per cardiac cath lab staff. Aggrastat was discontinued and the groin site was redressed. Moreover, the stents to the left anterior descending (lad) and circumflex arteries were occluded and the right coronary artery was closed. The impella remained in the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.